Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the proximal markerband. The hypotube is kinked 24.1cm from the hub. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. After stent implantation, a 3.25mm x 15mm nc emerge® balloon catheter was advanced for post dilatation. However, the device was unable to cross the previously implanted stent. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.